Event description:
It was reported the patient's implantable neurostimulator (ins) in her back had quit working. It was logged it had malfunctioned. It was noted the patient had a stimulator in her back on (B)(6) 2010. It was reported the battery was used up and needed to be replaced. It was reported the patient thought it was a malfunction in the battery, and she was led to believe she would get many more years. It was noted the stimulator was still in the patient. It was then reported the ins went dead in (B)(6) and the patient met with a manufacture representative in (B)(6) 2013 to have the battery checked. It was reported it was not completely depleted but it was at the end. It was later reported that the patient's battery was dying and had not malfunctioned. It was noted that it was just done and needed to be replaced. It was logged it was "not a malfunction issue, it was simply at the end of life." It was reported the device's battery life was 2-5 years and the patient had hers for 4. It was noted the patient was "led to believe" her device would last 5-6 years. Additional information received reported the patient and doctor alleged a malfunction of the neurostimulator and the doctor would not replace the neurostimulator. It was reported the patient had two surgeries cancelled. It was noted the patient had enjoyed having the therapy and the manufacturer representative was going to help the patient find a new doctor. It was noted the rep planned to help the patient get re-implanted. It was logged that september or october was when the elective replacement indicator was first observed. Additional information received reported the manufacturer representative had set up the patient with an appointment with a doctor that would replace her battery. Additional information received reported the cause of the event was a premature death of the battery. It was noted that no interventions had occurred yet. The reporter noted there was no stimulation therefore pain had returned as before.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).